Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was hospitalized for severe inflammation of the peg stoma, including the inner canal. Purulent/bloody secretions were coming from the stoma. On (B)(6) 2025, a gastroscopy was done and confirmed that the intestinal tube and the fixation plate were correctly positioned. The physicians assumed that it was not a germ, but possibly a fungus. The stoma was planned to be treated in consultation with the wound manager of the nursing service. On (B)(6) 2025, the patient was discharged from the hospital.

Event description:
The patient¿s wife reported upon inquiry that the patient was hospitalized due to the poor condition of the stoma. The stoma was bleeding and wound fluid was leaking. No infection was detected, and the patient had no fever. The patient received oral antibiotics due to either an incompletely healed or recurring bladder infection. Because of the bladder infection, the patient was hospitalized in october. During the last hospital stay, the stoma was treated with betaisodona-containing dressings. However, the patient had an allergic skin reaction at the site with redness and rash. These dressings were not used again. A wound manager recommended a chlorine-containing disinfectant, to which the patient¿s skin reacted in the same way. This disinfectant was no longer used. The wife loosely covered the stoma with a special wound dressing. The local allergic skin reaction slowly improved, but blood and wound fluid continued to come from the stoma. The previously reported possibility of a fungus at the stoma was never tested; it was a suspicion of the physician. Reason for last hospitalization in november: stoma was bleeding and wound fluid was leaking. Antibiotics were given for the bladder infection, not the stoma.

Manufacturer narrative:
Additional information added to b5 and h6.